Event description:
It was reported that the navistar thermocool sf catheter had char between the catheter tip and the first ring electrode. The customer reported that after approximately 45 minutes of delivering ablation, the impedance would rise from 110 ohms to 160 ohms within a few seconds. 25-30 watts was being delivered under power control. The catheter was removed and the char was discovered. The customer reported that the irrigation flow appeared normal. No approximation of the char size was given. The catheter was wiped down and the case was continued. The patient acts were over 300 throughout the procedure and no patient injury was stated.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the navistar thermocool sf catheter had char between the catheter tip and the first ring electrode. The catheter was visually inspected and it was found with char at the tip. The device was tested and it passed electrical, temperature and generator tests. Also an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint about char was observed, however since the catheter passed specifications the root cause of the char remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.